Manufacturer narrative:
Patient code 1761. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Missing shell assessed as inconclusive.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade ii and rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.